Event description:
The customer's dad reported via phone call that they customer hospitalized due to diabetic ketoacidosis. The customer's current blood glucose was unknown. No further information was provided. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.